Event description:
The lesion being treated was a 100% stenotic located in the mid right coronary artery. The physician used a 6f terumo introducer sheath for vascular access and a 0.014" floppy guidewire and a 6f fr 4.0 guide catheter to cross the lesion. It is noted that the lesion had not been predilated. A single inflation to 14 atms was performed. The procedure was successfully completed. The pt status was reported to be "ok." Surgery is planned because of left coronary artery disease that is not related to the procedure.

Event description:
It was reported that during a ptca/stenting treatment procedure, deployment difficulties were encountered. When the balloon was inflated, the liberte bare (mr) 28/4.0 mm stent opened from the proximal end toward the distal end and demonstrated the 'melon seeding effect' with the stent removing slightly backward from the target location. No pt injuries or complications were reported.